Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 580 mg/dl at time of incident and blood glucose level was 125 mg/dl at the time of the call. The customer had symptoms such as nauseous and feeling very thirsty. The customer was wearing the pump at time of hospitalization. The customer was treated with insulin via intravenous. Customer also reported the insulin pump had physical damage and was exposed to possible leak. The customer completed troubleshooting. The customer was advised to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.